Manufacturer narrative:
(B)(4). The failure analysis lab received the main printed circuit board for evaluated where the reported issue was reproduced and isolated to a faulty transducer.

Event description:
The customer stated that when the unit was turned on there was a transducer fault alarm. There was no patient involvement at the time of the event.